Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No lot information is available and the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported two months following the implant of a micro-stent device, his doctor told the patient the device ¿did not work¿ and was declared legally blind in one eye. The patient reports their vision in their right eye is dark. The patient went back for another follow up visit approximately nine months later there were no changes. The patient was not in pain. At between six and eight months post-operatively, the patient was told the device could not be removed after the patient requested the doctor to remove it if it isn¿t working. The patient is unable to work and had to retire because the patient is unable to work on a computer all day. Additional information was requested.